Event description:
Patient with acute myocardial infarction, status post emergent coronary artery bypass graft surgery (uncomplicated) earlier in day. An intra-aortic balloon pump was inserted prior to the surgery. The 6 french arterial sheath was exchanged for an 8 french intra-aortic balloon pump sheath. The balloon was advanced under fluroscopic guidance. The balloon was noted to inflate and deflate and good position with good augmentation noted. Post-op, patient is hemodynamically stable, but requires intra-aortic balloon pump(iabp) and nitroglycerin infusion in order to do so. The patient's condition was complicated by massive hemoptysis from the endotracheal tube after physician manipulation of the pulmonary artery catheter. The bleeding stopped spontaneously. The iabp started alarming "gas leak." Patient's blood pressure decreased to 80-70's. Nitroglycerin drip was turned off and epinephrine was started. Vasopressin was increased to 2cc/hr. Cacl, calcium chloride was administered. The iabp technician was paged to bring a new cath and the physician pulled the catheter and reinserted a new one. Staff noted that the removed catheter had a hole in it. Patient's blood pressure increased to 120's, augmenting 170-180, epi turned off, vasopressin turned off, nitroglycerin turned back on and titrated up. Augmented down to 75% and iabp = 150's. Patient's condition stablized, but status remains as guarded condition.